Event description:
It was reported that when performing adenoid operation, it was found that the cutter head had a electric sparks phenomenon, which affected the use. The surgery completed after the new cutter head was replaced. No patient injury was reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. The visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was activated in saline solution using a known good coblator ii controller p/n13546-02. The ablate- and coagulation- function performed as specified. The suction- line was tested and performed as intended. The saline line was tested and performed fluently when tested on a saline bag. The complaint was not verified and the root cause could not be determined with certainty; there is no electrical disturbance related to the wand. Factors which contribute to the reported error are(1) an electrical component failure on the used system; (2) disconnected ground wire on the controller; (3) electrostatic discharge. These effects will compromise the performance resulting in product malfunction, or failure. There were no indications to suggest the device did not meet product specifications upon release into distribution.